Event description:
Patient was first seen and treated for a quick developing corneal ulcer, but was unresponsive. At a follow visit, a diagnosis of a canthmoeba keratitis was made. The patient's current condition is stable and the patient will continue with follow-up visits. It will take months for improvement.